Event description:
It was reported that the pacemaker was in safety mode and the clinician planned to schedule the patient for a change out procedure. The clinician believed they saw the settings doo 60 bpm. Technical services (ts) was consulted and discussed that safety mode settings are vvi 72.5 bpm. The clinician did not provide model or serial number information to the field representative. Requests for model and serial information along with initial reporter information are being made. At this time evidence suggests that the pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker was in safety mode and the clinician planned to schedule the patient for a change out procedure. The clinician believed they saw the settings doo 60 bpm. Technical services (ts) was consulted and discussed that safety mode settings are vvi 72.5 bpm. The clinician did not provide model or serial number information to the field representative. Requests for model and serial information along with initial reporter information are being made. At this time evidence suggests that the pacemaker remains in service and no adverse effects were reported. The field representative made multiple attempts to obtain the model and serial number from the physician, however no further information was received. The physician noted that they would let the field representative know when the revision procedure occurred. However, to date the field representative has not received any further communication from the physician. At this time no further information is available, including physician name or facility information. If additional information becomes available, the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.